Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 1/5/2017: tandem technical services made multiple attempts to follow up with the customer, however no further information was provided.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated of 142 mg/dl. The customer stated that believed the cause of the elevated bg was due to the pump did not calculate the food bolus correctly and also may be due to stress level. During troubleshooting with tandem technical services, cts confirmed in the pump data logs that the customer did not enter the correct blood glucose. The contact stated that the customer's blood glucose level was 142 mg/dl, however the customer had entered a bg value of 104 mg/dl. Contact acknowledged that the customer had entered the incorrect bg value.